Event description:
Paramedics attended to a person complaining of shortness of breath. An attempt was made to monitor the patient's ECG using a patient cable. The device allegedly displayed excessive artifact and the patient's ECG could not be discerned. A backup device was made available and used. There were no adverse affects to the patient reported as a result of the alleged malfunction.